Event description:
Pt received at kaiser (B)(4) with shunt infection. Device was originally implanted at (B)(6) 6 months ago. Patient's weight is (B)(6). When surgeon placed the bactiseal evd on (B)(6) patient had a reaction. Eosinophils increased . Since the bevd did not have impregnated barium, surgeon did not believe it was a barium reaction, rather a bactiseal reaction. Replaced bevd with silicone catheter with barium stripe on (B)(6). Is scheduling a vp shunt replacement using the valve system sent by codman as a replenishment. The date of the original implant was (B)(6) 2013". On (B)(6) 2013, the sales rep. Was called, and she informed that the original implanted shunt is not available for evaluation, and the product code and lot numbers are unknown.

Manufacturer narrative:
Please note that we do not use therapy dates. As a result, today's date was used. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.